Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011 and glares/haloes were observed on (B)(6) 2012. The lens was explanted on (B)(4) 2014 and was not replaced. The patient's best-corrected visual acuity was 20/20. See MFR report # 2023826-2015-00278 for the patient's other eye.

Manufacturer narrative:
Method: work order search, device history and medical reviews. Results: visual inspection of the returned product showed the lens was returned dry with a clear surgical residue and a haptic was torn. The lens was re-hydrated in bss and both the width and length were remeasured and found to be within original design specifications. A lens work order search found no similar complaints within the work order. A device history review was performed and concluded that nothing in the manufacturing of the lens could have caused the reporter event. Medical review - glares/halos are subjective perception of starburst of light (light around or coming off objects/light sources). Usually more detectable at night time, but it can also be detected during the day. Potential causes are: residue refractive errors, optical zone of the treatment/implant smaller than preoperative pupil size in mesopic conditions, decentered treatment/implant, light from the iridotomy sites, ect. Usually the perception of glare is transient, only related to some lighting conditions and diminishes/disappears over a course of a weeks/months. In some cases the perception may persist and be significant. If the patient is having significant disturbances and if the implant is he source of glare, it can be explanted through the same incision. Conclusions: based on the complaint history, work order search, device history and medical review and the evaluation of the returned product, we are unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Pt : unk. (B)(4).